Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the 8mm small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.